Event description:
Patient was using a philips respironic's dreamstation auto-CPAP for about 9 months when he began to wake up in the middle of the night with severe headache and sinus burning. This continued with the device to the point where he was no longer able to tolerate using it. Headaches and sinus pain continue despite discontinuation of the device for about a year. FDA safety report ID # (B)(4).